Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The image is to dark, the lcb is reduced to 10 / 30% this event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the u/d & r/l pulley wire ruptured. Based on the result, we concluded that it was caused due to the excessive force applied on the u/d & r/l pulley wire. In addition, we confirmed that the light guide cable broken; however, it is not related to the alleged complaint.